Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rean0255 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rean0255) have been reported from the same facility in (B)(4).

Event description:
It was reported that the device failed due to kinking within the subclavian vein, necessitating device removal and reinsertion of implanted central catheter. No other information was provided.